Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. As a result, the ipg pocket site location was revised to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that a review of the patient's medical records reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket site location was revised to address the issue.

Manufacturer narrative:
Date of event is estimated.